Manufacturer narrative:
The correct date of birth of patient is (B)(6).

Manufacturer narrative:
The reported field event of failure to interrogate was confirmed in the laboratory and was due to low battery status. Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, the device could not be interrogated. The patient is not pacer dependent. At last device check on (B)(6) 2016, the device had 55% remaining capacity. The device was explanted and replaced. The patient was stable before, during and after the procedure. Patient will be followed normally.